Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl-suspected. Upon receipt of further information from the patient it has been confirmed that the patient has not been diagnosed with alcl and that the reported malignancy was diagnosed in 2005, prior to the implant of this device. Patient stated device remains implanted, and explant surgery has not been scheduled.

Event description:
Patient confirmed that they have not been diagnosed with alcl and that they are in remission from lymphoma originally diagnosed 10 years prior to the implant of this device.

Manufacturer narrative:
The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: humongous lump" that has been growing quickly

Event description:
Patient reported a left side "humongous lump" that has been growing quickly. Patient is also in remission for lymphoma. Pathological markers have not been provided. Device remains implanted.